Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2011. Variations in voltage were recorded during this time. The device logs a pattern of removing and installing the pad-pak between (B)(6) 2011 and (B)(6) 2012. The device then fails a self-test on (B)(6) 2012. Investigation of the device found that the pogo-pin for the battery negative terminal was damaged and seized half way in. The returned pad-pak from lot a834 was found not to have fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it issued a low battery warning when the pad-pak was still in date.